Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, non-sustained ventricular oversensing was noted on the device due to noise. A lead revision was performed to cap and replace the lead. The ICD was also explanted and replaced. The patient was in stable condition.